Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, in (B)(6) 2015 (exact date is unknown), the jejunal tube had a bezoar attached to it. On (B)(6) 2016, the jejunal tube had an occlusion and could not be rinsed. A new jejunal tube was placed. There were no patient complications reported as a result of these event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information as of march 11, 2016: the jejunal tube which was placed on (B)(6) 2015 got clogged.

Manufacturer narrative:
The exact event date is unknown; however, it was reported that the event occurred in (B)(6) 2015. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, in december 2015 (exact date is unknown), the jejunal tube had a bezoar attached to it. On (B)(6) 2016, the jejunal tube had an occlusion and could not be rinsed. A new jejunal tube was placed. There were no patient complications reported as a result of these event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.